Event description:
During a ptca/stenting treatment procedure involving a 75% stenotic lesion in the middle portion of the lad coronary artery, the maverick monorail balloon did not appear to inflate under fluoroscopy. The patient was asymptomatic during this event. The maverick monorail catheter was removed and replaced with another catheter to complete the procedure. A 6f 10cm pinnacle introducer sheath, a 185 forte moderate support guidewire, a mach 1 guide catheter (size unknown), and an encore inflation device were also used in this case, but the details of the stent involvement were unclear. The procedure was successfully completed. No patient injuries were reported. Patient status is reported as 'good'.